Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath distal tip split and insertion difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath, device preparation training manual, and procedural training manual. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip split and sheath insertion difficulty were unable to be confirmed. Reviews of the DHR and lots history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''the 14fr esheath split early due to patient's calcium and tortuosity and would not advance''. Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and tortuosity can create a challenging pathway for sheath insertion, as calcification can create friction and damage the distal tip, such as splitting it, while tortuosity can subject the sheath to suboptimal angles. Additionally, any potential increased push force to attempt to advance the sheath through the access vessel could have opened and further split the distal tip. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (high push force) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation and a corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the 14fr esheath split early due to patient's calcium and tortuosity and would not advance. A new sheath was used successfully. There was no report of patient injury.